Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar canal stenosis (lcs) and underwent transforaminal lumbar interbody fusion (tlif) surgery at l3/4/5 level. Post-operatively, the pedicle screw on the right l5 was placed with deviation to the spinal canal. The product come in contact with the patient. Patient complications were unknown.